Event description:
Homecare pt was being fed with an enteral pump. 500 ml of an enteral feeding solution with fiber were hung, and the pump was set to deliver 100 ml/hr. 500 ml were delivered over 3.75 hrs. Following the event, the pt started gagging and required prolonged suctioning. The pt contracted pneumonia and was hospitalized. One pt involved.

Manufacturer narrative:
Pump was tested twice for delivery accuracy and it delivered within specification twice.